Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the electrode caught on fire during a anterior hip replacement procedure. The device was pulled quickly from the operating room table and the fire put out. There was only a very small amount of eschar on the tip. There was no patient injury.